Event description:
It was reported that prior to the start of a da vinci-assisted radical extraperitoneal prostatectomy without lymphadenectomy surgical procedure, the surgeon contacted a technical support engineer (tse) and reported that the surgeon side console (ssc) endoscope pedal was not working and did not have a smooth movement, such as a mechanical failure. Prior to calling technical support, the customer had already power cycled the system and checked for obstructions. As the customer was about to begin the procedure, the tse checked the hospital account for spare carts and the surgeon informed the tse that they did have secondary carts, but did not know if they were available at the time. The tse informed the surgeon that the surgery outcome would be a surgical decision and recommended a cart swap if possible. The surgery outcome was not provided and a field service engineer (fse) would need to investigate the issue. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the six pedal energy footrest to correct the reported event. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.